Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using battery power and remained on when switching from battery to ac power. It was determined the battery was unable to charge to an acceptable capacity.

Event description:
It was reported the device will not hold a charge for more than a few seconds. No patient impact or consequences reported.